Event description:
Procedure: vats. According to the reporter: the sulu did not fire completely. The procedure was prolonged by more than 30 minutes while another device was located to complete the surgery.

Manufacturer narrative:
Device has been received and evaluation is in progress.